Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported her device stopped working to treat her symptoms. The patient's device had not been on or in use since 2014.

Event description:
It was reported that the patient had a loss of therapeutic effect. She was having frequent urinary tract infections (uti), so ¿they did something else¿ and even tried botox, but nothing helped. She was reprogrammed, which did not help, and stimulation was off. The symptoms had not gone away. When the patient had constant utis she was taking so many antibiotics and she did not like that. She also noted that at the same time as the utis she was taking prolia, injections for bone loss, and when she stopped receiving the injections the utis also stopped. The patient was no longer working with the implanting physician and she had an urologist, but she had not been seen in a while. She intended to see the urologist at some time to discuss more alternatives. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v963076, implanted: (B)(6) 2012, product type lead. (B)(4).